Event description:
An unknown size aneurx bifurcated stent graft, and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that, the follow-up CT demonstrated that, the stent graft had migrated, resulting in a type I endoleak. The physician elected to repair the stent graft with an aortic cuff. Attempts have been made by medtronic to obtain additional information regarding this case, but no avail. The cause of the migration is unknown. No addtional clinical sequelae were reported and the patient is fine.